Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced halo's, blinding starburst and triple vision causing driving impairment at night. The vision was at 20/40. The patient visited a doctor and he stated the only alternative is a subpar lens replacement or a standard lens replacement. No further information available. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same diopter but with different model indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol. This report is associated with the right eye.